Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
(B)(6)2024: it was reported by the clinical diabetes specialist ("cds") that the end-user experienced diabetic ketoacidosis ("dka") associated with a faulty sensor reading. They were taken to the emergency room by their sister after feeling unwell, where a blood glucose (bg) level of 360 mg/dl was recorded. The ilet device showed a bg of 115 mg/dl and had displayed readings of 90-100 mg/dl throughout the day. Upon removal of the infusion set at the ER, the end-user observed a bent cannula on the 23-inch, 6mm inset infusion set. The end-user was admitted to the hospital on (B)(6)2024 and discharged on (B)(6)2024. During the hospitalization, treatment included an intravenous insulin drip, electrolytes, and blood pressure medication. The end-user experienced nausea, but no long-term health effects were reported.